Event description:
It was reported in a service report that bed scale was inaccurate. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: headend and footend load cells malfunctioned.